Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and advised that the caller could continue using the pump, with instructions to call back if the malfunction code recurred.